Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019 with notification of the voluntary recall in h7, (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. This event is one of the eleven. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.

Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
Internal file number - (B)(4). Correction: conclusion codes 24, 50, 61 were removed. Evaluation summary: all available information was investigated, and the results of the returned device could not replicate the clip opened while locked, difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) and difficult to open/close for clip due to the returned condition of the device. Additionally, reported difficult to remove from anatomy could not be replicated in a testing environment as it was related to patient/procedural conditions. During the evaluation of the returned device it was observed that the hinge pin was disengaged from the connector. It is possible that disengaged hinge pin contributed to the reported clip opening while locked and clip close difficulty. The reported tissue damage appears to be related to procedural conditions. The reported mechanical issue of the clip open while locked and difficult to close the clip appears to be related to the disengaged hinge pin. It should be noted that the mitraclip instruction for use (IFU) states that the mitraclip system is intended for reconstruction of the insufficient mitral valve. Additionally, the IFU states, align the longitudinal alignment marker on the sleeve with the alignment marker on the guide hemostasis valve; however, both of these use errors would not influence the reported clip opened while locked and clip close difficulty. It appears that user technique contributed to the difficult to remove the cds from the sgc and difficulty removing the device from anatomy. Due to the observed hinge pin disengagement during returned device analysis, a potential product issue was confirmed. It was determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017: failure to follow steps. Evaluation summary: all available information was investigated the results of the returned device analysis could not replicate the clip opening while locked, difficulty to remove the clip delivery system (cds) from the steerable guide catheter (sgc), difficult to remove the cds from the anatomy and difficult to close the clip. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It was reported that the device was mis-keyed. The mitraclip instruction for use (IFU) states to align the longitudinal alignment marker on the sleeve with the alignment marker on the guide hemostasis valve. All available information was investigated and the reported mechanical issue of clip open while locked, difficult to close clip and difficulty to remove the cds from sgc appears to be a combination of the rotated heart, challenging anatomy and user error. The user error appears to may have contributed to the reported mechanical issue of clip open while locked, difficulty to remove (cds from sgc), and/or difficult to close clip. The reported difficulty to remove the cds from the anatomy is a cascading effect of difficulty to remove cds from sgc, as the cds interacted with the chordae during retraction. Additionally, it was reported that the device was used in the tricuspid valve. It should be noted that the IFU states the mitraclip system is intended for reconstruction of the insufficient mitral valve. The reported mitral valve tissue damage appears to be related to procedural conditions. The reported patient effect of mitral valve injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty to remove, clip not fully closed, clip opened during removal and possible chordal damage. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) and functional tricuspid regurgitation (tr) with a grade of 4 and degenerative mitral regurgitation with a grade of 4. One clip was implanted on the mitral valve, reducing the mr from 4 to 1. One clip was implanted on the tricuspid valve, reducing the tr to 3. An additional xtr clip delivery system (cds) was advanced to the tricuspid valve; however, visualization was difficult. The cds was attempted to be retracted. During retraction, the clip did not appear to be fully closed and on meeting the steerable guide catheter (sgc), one of the clip arms would open. The clip was attempted to be retracted multiple times, but the same issue occurred. Troubleshooting was performed and the clip was able to be fully inverted and removed. Pulled out via the groin. The procedure was completed at this time. The tr had returned to 4. It is possible the cds interacted with the chordae during retraction, causing damage; however due to the visualization difficulties, this could not be confirmed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.